Manufacturer narrative:
(B)(4). Concomitant product: unknown tibia component, item# unknown lot# unknown; unknown femoral component, item# unknown, lot# unknown; unknown tibial bearing insert, item# unknown, lot# unknown; unknown augments, item# unknown, lot# unknown (qty 2); unknown stems, item# unknown, lot# unknown (qty 2). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. If product is received at a later date, a supplemental MDR will be filed with any new information received. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. David a. Crawford, md, keith r. Berend, md, michael j. Morris, md, joanne b. Adams, bfa, adolph v. Lombardi jr., md, facs. (2017). Results of a modular revision system in total knee arthroplasty. The journal of arthroplasty, xxx (2017) 1-7. Http://dx.doi.org/10.1016/j.arth.2017.03.076 multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03916, 0001825034-2017-03917, 0001825034-2017-03924, 0001825034-2017-04161.

Event description:
A patient was identified in the article that underwent a left knee arthroplasty on an unknown date. Follow up shows that the patient underwent a revision due to aseptic loosening approximately 3 years post implantation.